Event description:
It was reported that the patient presented with an infection. It was noted that the both leads had vegetation present. The entire system was extracted. The patient was in stable condition.